Event description:
This notification was opened for review for information received that a bipap a40 ventilator was evaluated for evidence of foam degradation at a third-party service center. No death. No serious harm or injury was reported. On evaluation of the device, ventilator inoperative error codes e-46 and e-47 were noted to have occurred indicating the central processing unit could not communicate with the flow sensor using the 12c bus or the pressure sensor using serial peripheral interface (spi) bus. Both issues require replacement of the printed circuit board assembly to address the issues. No visual defects were found. No foam particles were found in the device. No repairs were made to the device. The device will be scrapped as per customer request. The device will be included in the fsn 2023-cc-src-039.

Manufacturer narrative:
The device will be included in the fsn 2023-cc-src-039.